Event description:
It was reported that off label use of the everflex entrust stent was performed for intracranial hypertension caused by transverse sinus stenosis in the right transverse sinus, which exhibited moderate/severe tortuosity through the base of the skull. A 300cm 0.35 non-medtronic guidewire was used. There was no resistance encountered when advancing the device. During the procedure, the everflex entrust stent was positioned for deployment and the 8fr non-medtronic sheath was withdrawn to leave the stent in the deployment position. It was noted that the stent had partially deployed inside the sheath. The stent delivery system was removed, with the stent remaining inside the sheath approximately 15cm from the tip. The red tap lock was not removed until after the system was removed from the patient. All components were removed from the patient. The procedure was completed using a second non-medtronic sheath and a non-medtronic carotid stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the red safety lock pin out of the device with no stent returned with the device. An unknown device named sofia returned along with the device. The device was confirmed from the strain relief as 60mm. The handle was opened, and multiple kinks were observed on the sheath at 17 mm and 28mm from the back hub port of the device. The pull cable was attached to the deployment wheel and the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.